Manufacturer narrative:
(B)(4). Product registration- corrected information. B5: describe event/problem- corrected information. D4: catalog no- corrected information. D4: model no- corrected information -please disregard previous submission of this field. D4: serial no- corrected information. D4: lot no- corrected information-please disregard previous submission of this field. D4: expiration date- corrected information -please disregard previous submission of this field. D4: UDI- corrected information -please disregard previous submission of this field. H2: type of follow up- corrected information. H4: device mfg date- corrected information -please disregard previous submission of this field. H6: corrected information.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).